Event description:
On december 17, 2016, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter was testing in memory mode. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained during a follow up call by csr. The reporter stated that the meter issue began approximately 2-3 weeks prior to contacting lfs. The patient reported that he usually tests his blood glucose once per day, and his usual results are ¿around 110-115 mg/ld.¿. He stated that he manages his diabetes with a combination of oral medication and insulin (self-adjuster) and denied making any changes to his usual diabetes management in response to the alleged meter issue. The patient alleged that 10 days after the meter issue began he developed symptoms of ¿toe became black, vein blocked¿, that the patient related to the meter issue. He reported he was admitted to hospital and required surgery. During troubleshooting, the csr walked through a test, educating the patient on the correct testing procedure and the issue was resolved. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.